Event description:
The facility representative reported a colleague infusion pump with a malfunction of "turns on then shuts off." This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during product evaluation. The assignable cause was a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. The user interface module software version is 6.13.90. Baxter will continue to monitor similar reports to determine if further actions are required.